Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the 'ok' button is sticking and not springing back as usual. The pt denies trauma to the pump. The keypad responds to presses normally.